Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge using proper technique with assistance from technical support, was able to successfully resume insulin therapy, and no additional information was received regarding cartridge lot number.